Event description:
It was reported during an unknown procedure that a piece of the coating on the shaft of the product came off during the procedure. Unknown as to how the procedure was completed.

Manufacturer narrative:
(B)(4) date sent 2/9/2024 b3: only event year known: 2024 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient consequences this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned electrode a determined that the 0100 device was returned with a cut in the insulation at the distal end, exposing the metal substrate. No detached insulation was observed. The instrument was tested for continuity and passed the test. The most likely cause of this damage is a result of the application of excessive mechanical forces such as contact with other instruments or objects that damage the edge of the insulation. For instance, contact with a sharp edge on the trocar during insertion or removal may cut or slice the insulation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.